Event description:
This is filed to report the clip detaching from one leaflet requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat degenerative mitral regurgitation (mr) with a grade of 4. There was a wide anterior leaflet prolapse. One clip was implanted successfully in the medial position. A second clip was advanced, the posterior leaflet was under the gripper and the opposite gripper line was pulled to grasp the anterior leaflet separately. The steerable guide catheter (sgc) was turned in the anterior direction and it was found that the anterior leaflet of the first implanted clip detached. The second clip was implanted to stabilize the first clip and an additional clip was implanted to further reduce the mr. Three clips total were implanted reducing the mr to 2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported single leaflet device attachment (slda) appears to be due to challenging patient anatomy. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.